Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 632 mg/dl. The customer had symptoms such as abdominal pain. The customer treated with insulin pen. Customer's blood glucose value was 107 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer was admitted into (B)(6) on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared flush. The product was not returned for analysis.